Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed their implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks and inappropriate anti-tachycardia pacing due to incorrect interpretation of signal. Programming changes were made. The patient was stable throughout.